Manufacturer narrative:
(B)(4).

Event description:
My wife's phone doesn't keep the signal. Sr update: (B)(6): pt called in attempting to get a free tx, confirmed tx warranty ended 09/05/2018, he was using the tx after the expiration date, he mentioned he was waiting for insurance to upgrade him to g6 which wasn't happening until (B)(6). Informed pt to speak with his doctor and insurance company in the meantime.